Event description:
It was reported that the patient had previous history of abscess from a neurostimulator system placed in (B)(6) 2014. The system was removed shortly after implant. It was further reported that the patient had implant of their stage 1 trial on (B)(6) 2014. The trial was for urinary retention and fluoroscopy confirmed that they had good placement of the lead in the right s3 foramen. The patient had good responses on all 4 leads that were on the permanent lead. The health care provider (hcp) tunneled the lead from the right buttock over to the left side and made a pocket for the boot. The lead was connected to the boot, was retunneled back to the right buttock and was externalized there. The patient was connected to the battery pack. The patient tolerated the procedure well, was taken to outpatient recovery in stable condition, and there were no complications. The patient came back on (B)(6) 2014 for stage 2 placement and the location of the pocket was changed to a more cephalad location for greater pocket comfort. The external lead was cut over the patient¿s left abdomen, they undid the sutures keeping the boot in place, and disconnected the external lead. The internal lead remained and the hcp created a pocket still on the right buttocks, but more cephalad than the previous one. The lead was moved to a more cephalad pocket and it was plugged in to the internal pulse generator (ipg) and placed in the pocket. It was tested and had good readings, and then they closed. The former pocket and the new pocket were copiously irrigated with gu irrigant. The patient tolerated the procedure well, was in stable condition, and there were no complications.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).